Event description:
It was reported that a power source alert occurred around the time the issue began, identified as alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing charging supplies, allowing the pump to begin charging again, and no further assistance was required.